Manufacturer narrative:
The device was returned for analysis; however, the evaluation has not been completed. Upon receipt of the evaluation findings a supplemental report will be submitted. Upon completion of the device service history record review, the results will also be submitted.

Event description:
It was reported that the clearsight pump unit was being setup for patient use when it was found to not work properly. The rn tested the clearsight system on himself and found the blood pressure reading was 30 points off the normal systolic pressure reading. He exchanged the suspect pump unit for a different pump unit, using the same monitoring equipment and then everything worked appropriately. There were normal blood pressure readings that were then obtained. There is no patient involvement.

Manufacturer narrative:
One clearsight pump unit was returned for evaluation. The suspect pump unit was connected to a known good working clearsight system for analysis and testing. When it was connected the monitoring started appropriately. The blood pressure readings displayed were accurate. The system was left to run for 18 hours and the blood pressure readings remained accurate. There were no errors or issues noted. The functional test was performed and the suspect device passed the test. There was no defect found. The device history record review was completed and all manufacturing inspections passed with no non-conformance. There was no related record of servicing. The reported event of inaccurate values was not confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the issue; therefore, no corrective action was generated. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It could not be determined if any procedural factors may have contributed to the event. There was no patient involvement in this case is it was before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.